Event description:
It was reported that the insulin pump alarmed no delivery during the fill tubing procedure. The customer did not know the blood glucose reading. Unable to complete troubleshooting due to the customer not having the plunger. Advised customer to call back to complete troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.